Event description:
A malfunction alarm occurred while the pump was in use, and it was identified as alarm 20. There was no reported adverse impact to the customer's blood glucose level. Despite assistance from technical support in trying to load a new cartridge, the issue persisted, and the pump was found to be out of warranty. The customer was advised to contact their health fund to apply for a new in-warranty pump.